Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. The sample generated a result of 118 mmol/l and retest on two different alinity analyzers 139 and 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for the alinity c ict sample diluent, lot 02358un21. Trending review determined no trends associated with the complaint issue. Return testing was not completed as returns were not available. File sample analysis was not performed as the issue appears to be isolated to the patient sample and retesting the sample gave a higher result within the assay reference range. Device history record review for the ict sample diluent did not identify any non-conformances or deviations related to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c ict sample diluent in use on the alinity c processing module.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. The sample generated a result of 118 mmol/l and retest on two different alinity analyzers 139 and 140 mmol/l. No impact to patient management was reported.